Event description:
It was reported that after a stenting treatment procedure, the patient experienced chest pain and a stent occlusion occurred. The physician implanted a 2.25x16mm promus element plus stent in the mid left anterior descending artery and prescribed plavix. The stent looked good and no complications were reported. Five days later the patient presented with chest pain. Upon examination it was identified that the stent was totally occluded. The lesion was treated with an unknown aspiration catheter and an unknown 2.5mm nc balloon catheter. After multiple inflations, flow was reestablished. No further complications were reported. The patient's prescription was switched to brilliant and the patient is in stable condition.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).